Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, urinary problems, organ perforation, & dyspareunia. On (B)(6) 2009 the patient underwent mesh removal. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted concurrently with anterior and posterior repair, and skin tag removal, due to cystocele, rectocele and sui. It was reported that the patient underwent cystoscopy, right retrograde pyelogram and removal of bladder stone on (B)(6) 2009, due to bladder stone and right renal calculus. No additional information was provided.